Event description:
The user facility reported that the sheath was removed without the dilator during radial artery spasm. The sheath stretched and fractured. The patient had to go to surgery to repair. The type of procedure performed was a coronary procedure. The estimated blood loss was less then 250cc. Additional information was received on 01jul2025: it is unknown what size glidesheath slender (gss) was used to start, however, the decision was made to upsize to the destination slender sheath (dss). While attempting to advance diagnostic catheter, there were tight spots that were felt in the upper arm (brachial artery). This is when the decision was made to insert the destination slender sheath (dss). After procedure while removing the destination slender sheath (dss) with dilator in place, the patient began to cry out in mid-forearm (radial artery). When the sheath came out, the distal end was damaged with the coil wire protruding. The patient went to surgery. The doctor stated that the vessels were smaller than usual. Destination slender sheath (dss) in-servicing has been scheduled to make sure staff is aware of 2.3mm - 2.5mm minimum diameters for radial artery. The patient was stable post-surgical intervention and has since been discharged.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech supervisor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One r2p sheath, dilator, and packaging were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. The sheath is stretched 46.2-58.8 cm from the sheath hub. The sheath tip is separated and was not returned with the sample. One r2p sheath, dilator, and packaging were returned for assessment. The sheath is stretched near the sheath hub. The sheath tip is separated and was not returned with the sample. The complaint can be confirmed for a sheath tip separation. The exact root cause cannot be determined. The likely cause is the user encountered resistance during withdraw. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state.